Event description:
It was reported that the pump screen went dark and would not turn on after accidentally being exposed to water. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.